Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (267 mcg/day) intrathecal therapy via an implanted pump. The type of baclofen and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. The last time they saw the patient (approximately 2.5 months ago) he was fine and had never had an issue before. One of the nurses reported to the representative the patient had an e-coli infection but did not have any additional information. The area of the infection was unknown; however, the infection was confirmed. Reported symptoms included confusion and an altered level of consciousness. The patient was hospitalized because he was septic. They were trying to treat the infection but it was not helping and the patient was getting worse. The hcp was going to perform a magnetic resonance imaging (MRI) on the patient and the representative was going to the facility to assist with the MRI. The representative was going to check the pump to see when the patient needed a refill. The patient was still very ill and treatment was ongoing. It was unknown if the infection was related to the device or if there was an allegation against device sterility. Follow up has been requested for further information regarding the cause of the infection, confusion, and altered level of consciousness and whether it was a device, therapy or procedure issue. Results of the MRI and patient outcome have also been requested. If additional information is received, a follow up report will be sent.